Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patients experience pairing failed during the sensor session. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for review. The reported event of pairing failed during the sensor session could not be confirmed. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.